Event description:
The patient was undergoing a peripherally inserted central catheter (PICC) line placement. On initial insertion in the right upper arm (rua) brachial vein there was a little resistance - occurred when approximately 1 cm into skin. He then pulled back a bit, then reinserted without difficulty. The rest of the procedure progressed without difficulty. When he removed the wire, he checked the wire and he noticed the way it was hanging. It broke apart when he touched it - it was a 3/4" fragment. The fragment broke off outside of the patient. The PICC line placement was successfully completed with no complications to the patient. The wire is part of the powerpicc solo hf catheter with sherlock 3cg tip positioning system (tps) stylet kit.